Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was reported the device was pacing below the lower rate limit due to the right ventricular (rv) lead oversensing. It was noted that during an in office device check, it was not possible to reproduce the pacing inhibition and there was no patient symptoms. Settings were reprogrammed and the device and rv lead both remain in use. No patient complications have been reported as a result of this event.